Manufacturer narrative:
(B)(4). Device evaluation: the analysis results found that the cdh25a device arrived with tyvek present no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: what were the indications for surgery? Diverticulitis. What is the surgeon¿s experience with the device? Experienced. Did the surgeon confirm two complete donuts? Yes, there were two complete tissue donuts. Did the surgeon confirm a complete washer transection? Yes, the washer was transected into two pieces. Was the transverse staple line within the circular stapler firing? No. I brought the bayonet through the anterior portion of the rectum which was devoid of staples. I had 4-5 staples holding on the left lateral aspect of the anastomosis only without residual staples laying in the pelvis. How many staple firings did it take to transverse the colon? One, with a contour curved cutter ¿ cs40g. What is the current patient status? She remains hospitalized but hopefully will be leaving soon.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What is the surgeon¿s experience with the device? Did the surgeon confirm two complete donuts? Did the surgeon confirm a complete washer transection? Was the transverse staple line within the circular stapler firing? How many staple firings did it take to transverse the colon? What is the current patient status?

Event description:
It was reported that during a sigmoid resection procedure that after firing the device the surgeon checked the anastomosis for leaks and reported there were multiple leaks. The surgeon found a loose staple on the patient¿s right side. That staple was retrieved and will be returned with the device. The surgeon spent about an additional hour over sewing the anastomosis. The surgeon performed a diverting colostomy to allow for the anastomosis to heal. The surgeon felt that the only staples that deployed were from the 2 to 4 o'clock positions, oriented such that you are standing at the patient's feet looking towards their head.